Event description:
It was reported that an ilet pump became unresponsive with a blank screen, consistent with a device display failure, and the user provided a photo for confirmation. Symptoms included no reported adverse health effects and stable blood glucose levels. Outcomes included the user reverting to an alternate insulin therapy without interruption of diabetes management. Investigation included customer-service troubleshooting, confirmation of the device serial number, photographic review of the display condition, and logistical processing for device replacement. Investigation of this device revealed a malfunction of the display/user interface component resulting in loss of screen visibility and device nonresponsiveness, consistent with a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to a hardware/display component failure.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."